Event description:
At 1 day after the primary surgery, the patient reported pain and laxity. The pcl (posterior cruciate ligament) and mcl (medial collateral ligament) were found to be compromised, therefore the surgeon decided to revise the femoral component and the liner to switch to a constrained prosthesis.

Manufacturer narrative:
Batch review performed on 26 september 2022: lot 2201135: (B)(4) items manufactured and released on 22-apr-2022. Expiration date: 2027-apr-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 26 september 2022 on gmk-sphere 02.12.e0512fl tibial insert fixed sphere flex size 5/12 mm l e-cross (k202022) lot. 2110589. Lot 2110589: (B)(4) items manufactured and released on11-oct-2021. Expiration date: 2026-sep-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.